Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered inappropriate shocks and anti-tachycardia pacing (atp) for a supraventricular tachycardia (svt). The device continued to deliver therapy until reaching exhaustion. The patient reported feeling unwell but did not experience syncope or any other adverse effects. Additionally, it was noted that the patient has arrhythmogenic right ventricular cardiomyopathy which may have contributed to their underlying bundle branch block. The patient's medications were adjusted and device reprogrammed with a higher ventricular tachycardia (vt) threshold rate. Boston scientific technical services (ts) reviewed the electrogram (egm) for the event and noted several considerations for reprogramming. The patient was scheduled for followup approximately 3 months from the date of their visit. This system remains in service.